Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, on (B)(6) 2015, there was a high pressure alarm with the duodopa pump. No kinks were found on the jejunal tube and the peg port flushed fine. However, the jejunal tube could not be flushed and the patient was put on oral medication. On (B)(6) 2015, the jejunal tube was replaced and they found a knot at the end of the old tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) the complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal tube was used for the purpose of administering medication for advanced stage parkinson's disease. The procedure date is unknown. According to the complainant, on (B)(6), 2015, there was a high pressure alarm with the duodopa pump. No kinks were found on the jejunal tube and the peg port flushed fine. However, the jejunal tube could not be flushed and the patient was put on oral medication. On (B)(6), 2015, the jejunal tube was replaced and they found a knot at the end of the old tube. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.